Event description:
Country of complaint: (B)(6). Thread broke following procedure; additional suturing required.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples for the evaluation of the complaint were received. Stock verification: stock were verified. There are no available units of the product material and batch number in stock. No other complaints for this material / batch code; (B)(4) units of the products material and batch number were manufactured and distributed. No samples ware received, therefore is not possible to conduct an investigation to determine the cause of the incident. To make a proper assessment to the complaint, at least five closed packaged sample are required for analysis this is established by the usp requirements. Reviewed the batch manufacturing record were completed, all products were manufactured and no deviations or alterations were identified during the process. Final conclusion: complaints not justified. Corrective / preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.